Manufacturer narrative:
No further information is available. This report will be updated if additional information becomes available.

Event description:
Boston scientific crm received information through the latitude patient monitoring system that this device had recorded a pacing impedance out of range. No adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the memory log of the device was reviewed and found that while implanted the device's rv lead impedance values were stable around 1,600 ohms. There were no out of range rv lead impedance measurements recorded in the memory log over the last year while implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The previously reported out of range impedance measurements was unable to be confirmed.

Event description:
Additional information indicates that this product was later explanted and returned.